Event description:
Received letter in 12/2003 from pt. Wrote that pt experienced burning and blistering when undergoing a holter monitor (24 hour) exam. They applied "corticose" cream to the area "based on my background as a registered nurse". Pt talked to "risk management director." Rmd told pt that the reaction was probably due to the gel used (nuprep). Pt said in the letter that pt is left with permanent damage to the skin.